Manufacturer narrative:
Attempts to obtain additional information on the specific details to this event were not successful. At this time, our records currently indicate that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received a call from a health care professional (hcp) that this implantable cardioverter defibrillator (ICD) does not appear to be working. The patient experienced a loss of consciousness and the physician believes it was because the ICD was not functioning. The hcp asked about the ICD and a potential MRI scan. A boston scientific technical services (ts) consultant discussed that this is considered off label use and it is not recommended. No additional adverse patient effects were reported.